Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or to determine if it could have contributed to the reported bolus calculator issue. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that for several weeks the omnipod personal diabetes manager (pdm) was initially suggesting an incorrect meal bolus. The patient had to reinsert the carbohydrates value a second time for the calculation to be correct. The patient reported that the correction boluses were correctly calculated. Additional method of treatment not provided.